Event description:
Sample.

Manufacturer narrative:
It was reported by the customer that tubing leaking where clamped into the alaris pump. One sample was received for quality evaluation. The sample was primed and a leak was identified on the silicone tubing at the upper pumping segment. The customer complaint of tubing defective / damaged was confirmed. The investigation was forwarded to manufacturing for further review to determine if a root cause could be determined. After reviewing the sample findings and the description of the failure by the customer, manufacturing could not identify the failure as a manufacturing issue due to the failure being seen after the product had been primed and was put into use by the customer. The root cause of the issue is "unknown." A possible cause of the issue is a misloading of the sample that may have created tears in the tubing creating the leakage. A device history record review for model 10010453 lot number 25095570 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris smartsite pump infusion set had leakage. The following information was provided by the initial reporter: tubing leaking where clamped into alaris.